Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device (r-unit) was broken. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause of the reported image issue was the broken charged coupled device (r-unit). Additionally, the broken charged coupled device (r-unit) observed during the investigation is traced to an electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope exhibited an image issue during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.